Manufacturer narrative:
(B)(4) = separated from band/balloon. Additional information on device b; lot # zlnbjd, expiration date: 11/2015, manufacturing date: 12/2010, results (B)(4): balloon tear two devices were returned for analysis. Device a: the band balloon without catheter, the injection port with the red safety cap, a piece of catheter (60cm in length) with the one way valve and catheter connection were returned. Upon visual inspection, it was observed that band/balloon was returned damaged on the snorkel side, total separation between the catheter and the band was observed. As result of the visual inspection, no leak test was performed. Analysis confirmed that the device was returned with total separation of the band/balloon from the catheter. Review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. Device b: the band balloon without the catheter, a separate piece of catheter 60 cm in length and the locking connector with the tubing strain relief were returned. Upon visual inspection, it was observed that the band was returned cut in two distinct parts. Upon visual microscopic evaluation it was noted that the balloon had a 1.7mm tear localized at 4.5cm from the band end. The potential cause of the tear was probably performed by a sharp instrument. As results of the visual inspection, no leak test was performed. The complaint was confirmed, upon visual inspection, it was observed that a tear was present on the balloon. Manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event. A DHR review was conducted, and no discrepancies were observed during the manufacturing process. No further investigation other than what is outlined in this file will be performed; a decision has been made to close this complaint to trending.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that during a (B)(4) adjustable gastric band procedure, the first band had a leak.the second band the cathether was disconnected from the band. A third band was used with succcessful results. Additional follow conducted to determine when the damage was observed. If additional details become available a 3500 a supplemental will be sent. There was no patient consequence.